Event description:
It was reported that the user¿s ilet insulin delivery was interrupted when the user ran out of insulin around midday and could not change supplies until later, resulting in elevated blood glucose with a reported peak of 323 mg/dl and approximately one hour above range; a support agent guided a supply change and insulin delivery was resumed. Symptoms included no reported clinical symptoms such as dizziness or loss of consciousness. Outcomes included no medical intervention, no outside assistance, and no hospitalization. Investigation included customer service troubleshooting and education during a live call. Investigation of this case revealed user-related interruption of insulin delivery due to delayed reservoir and infusion set change, with the user on a teflon 23 inch infusion set, and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors leading to temporary hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.